Manufacturer narrative:
Devices used for evaluation were non-clinical tomotheraphy-owned systems but were clinical production equivalent.

Event description:
With some specific plan types, the treatment planning system can over predict dose to targets resulting in potential under dose. The plan elements necessary to encounter this issue are sharp dose gradients with few, simple and small axial cross section targets located off central axis.